Event description:
Related manufacturer reference numbers: 2017865-2023-03042 and 2017865-2023-03043. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and extra cardiac stimulation on the implantable cardioverter defibrillator (ICD). An x-ray was done, and dislodgement was noted on both left ventricular (lv) lead. And atrial (ra)lead causing loss of capture and extra cardiac stimulation both ra and lv leads. The physician elected to explant and replace both the lv and ra lead. The patient was in stable condition.